Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Additionally, the outer conductor coils were dislocated approx. 270-296mm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial lead was explanted and replaced due to exhibiting high impedance measurements and high pacing thresholds. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted and replaced due to exhibiting high impedance measurements and high pacing thresholds. This lead is expected to be returned for analysis. No further adverse patient effects were reported.